Manufacturer narrative:
The field service engineer (fse) replaced the pinch valve tubing, adjusted the alignment of the mechanisms of the analyzer, including the s/r probe alignment. After service action the instrument performed within specification. No further issues were reported. The investigation determined the field service engineer's actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they loaded a new reagent pack of the elecsys anti-tshr immunoassay on their cobas e 411 immunoassay analyzer on (B)(6) 2019. Calibration and controls were run on the analyzer, but could not be completed due to a hardware issue. After the hardware issue was resolved, calibration and controls were tested and these were all within range. On (B)(6) 2019, the reporter received discrepant anti-tshr results for two patient samples. The first patient sample initially resulted with an anti-tshr value of > 40 iu/l. The sample was manually diluted 1:2 and repeated, resulting with a value of 0.445 iu/l. The sample was manually diluted 1:4 and repeated, resulting with a value of 0.422 iu/l. The sample was manually diluted 1:10 and repeated, resulting with a value of 0.367 iu/l. The sample was repeated again, but there was no value, only an error flag. The sample was then repeated twice without dilution, resulting with values of 0.617 iu/l and 0.512 iu/l. The 0.512 iu/l value was reported outside of the laboratory. The second patient sample, from a (B)(6) male patient, was initially tested twice, resulting with anti-tshr values of > 40 iu/l each time. The sample was manually diluted 1:5, 1:10, 1:15, and 1:20. Each dilution of the sample was repeated and each resulted with values of > 40 iu/l. The sample was manually diluted 1:25 and repeated, resulting with a value of < 0.3 iu/l accompanied by a data flag. The sample was repeated again, but there was no value, only an error flag. A value of > 40 iu/l was reported outside of the laboratory. On (B)(6) 2019, the customer ran controls and the first level of control recovered > 40 iu/l, while the second level of control was within range. The customer then replaced the anti-tshr reagent pack with a new one of a different lot number. Both samples were then repeated using the new reagent pack. The first sample recovered an anti-tshr value of 0.378 iu/l and the second sample recovered a value of 0.512 iu/l. The serial number of the customer's e 411 analyzer is (B)(4).